Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73j1600837 investigations did not show issues related to the complaint. The device investigation report is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during endoscopic resection of the stomach, the doctor found the clips were stuck after the first few clips were fired and closed properly. The incident did not cause harm to the patient.

Event description:
It was reported that during endoscopic resection of the stomach, the doctor found the clips were stuck after the first few clips were fired and closed properly. The incident did not cause harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The sample is for this complaint tc and (B)(4). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the jaws partially closed. The sample appears used as there is biological material present on the device. Reference file (B)(4)for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. The trigger cycle was completed and nothing fired. Another attempt was made. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. This was repeated with the same result. Two clips were successfully applied to over-stressed surgical tubing. The remaining clips were fired with no issues. The sample was received with 5 clips remaining in the channel indicating that 5 clips were fired by the end user. No defects or anomalies were observed. Reference file (B)(4) for investigation photos. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not opening" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The jaws were able to open completely. The device was received with 5 clips remaining in the channel indicating that the end user fired 10 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.